Manufacturer narrative:
Evaluation summary: (B)(4): we did receive performance data and have analyzed the results. (B)(4) v-sic counts occur beginning (B)(6) 2012. (B)(4).

Event description:
It was reported that the lead was unable to capture at maximum output. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead was unable to capture at maximum output. The lead remains in use. No patient complications were reported as a result of this event.